Event description:
It was reported that on (B)(6) 2011, the pt felt that the implantable neurostimulator turned off, and there was a return of tremors that continued through the night. The following day, the pt bent down, while getting into an automobile, and felt an overstimulation sensation on the right side of the head. When the pt stood up, the tremor resolved. The same sensation was, again, experienced two days later, while driving. There was no known related incident or accident reported, and no changes in medication. X-rays were taken on (B)(6) 2011, with nothing abnormal visualized. There was "one thing" that appeared to look like a kink, but this was not confirmed. Impedance readings were "normal," with some readings in the "low 2,000" ohms range. It was reported that on (B)(6) 2011, impedance readings were greater than 10,000 ohms on a couple of lead combinations, and "high on everything else." The device was programmed to 1-, 2+ with an impedance reading of 8,718 ohms at 3 volts, in a flexed position. When the pt stretched, the stimulation was felt to turn off and then on. The device was confirmed to be on when the pt felt the stimulation turning on and off. Flexing or stretcher by the pt caused changes in the stimulation. Palpation did not cause changes in the stimulation. Palpation did not cause changes in the stimulation. Lead electrode impedance readings would appear normal, but upon further measurement showed that three or four contacts were greater than 10,000 ohms. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient's health care provider showed that no abnormalities could be observed with the patient's device system. No interventions were taken, and the patient outcome was reported as "no injury."